Manufacturer narrative:
Corrections: h10: d4, h4 other devices involved in this event: d1: heartware ventricular assist system ¿ battery, d4: battery / bat551378 / model #: 1650de / expiration date: 2018-01-31 UDI #: (B)(4), d10: yes, return date: (B)(6) 2019, h4: mfg date: 2017-01-31, h5: no, h6: patient code(s): c76143, h6: device code(s): c63030, h6: FDA conclusion code(s): 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that five batteries passed visual examination and functional testing. Failure analysis of the sixth battery revealed that the battery passed visual inspection. Functional testing revealed that one of the cell pairs was not able to hold charge as expected triggering a low battery and power disconnect alarm. Supplemental testing revealed a faulty internal battery cell. Log file analysis could not be performed since raw log files were not available for analysis. However, log files report revealed that 4 power disconnect alarms were recorded since (B)(6) 2019. Based on the available log file report, the reported power disconnect events were confirmed; however, the batteries involved in this observation were not identified as raw log files were not available for analysis. The reported batteries not working and beeping low battery was confirmed on one battery. The reported premature power switching could not be confirmed. A power source lubrication procedure was performed on (B)(6) 2018 on five batteries. Applicable risk documentation and experience with events of similar circumstances were considered; events with power disconnects, are most often attributed, but not limited, to a communication errors and/or battery malfunction. The most likely root cause of the reported low battery alarms and "not working" events can be attributed to a faulty cell pair. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event after lubrication can be attributed, but not limited, to a communication error and/or to momentary disconnection due to corrosion of the controller power port pins. Other devices involved in this event: d4: serial#: (B)(4), d10: yes, return date: (B)(6) 2019 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial#: (B)(4), d10: yes, return date: (b0(6) 2019 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 131 h6: FDA conclusion code(s): 4307 d4: serial#: (B)(4), d10: yes, return date: (B)(6) 2019 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial#: (B)(4), d10: yes, return date: (B)(6) 2019 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial#: (B)(4), d10: yes, return date: (B)(6) 2019 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial#: (B)(4), d10: yes, return date: (B)(6) 2019,h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration 2018-12-31, UDI #: (B)(4). Device avail for eval: no. Mfg date: 2017-12-29. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31, UDI #: (B)(4). Device avail for eval: no. Mfg date: 2017-12-29. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31, UDI #: (B)(4). Device avail for eval: no. Mfg date: 2018-12-29. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31, UDI #: (B)(4). Device avail for eval: no. Mfg date: 2017-12-29. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31, UDI #: (B)(4). Device avail for eval: no. Mfg date: 2017-12-29. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31, UDI #: (B)(4). Device avail for eval: no. Mfg date: 2017-12-29. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power disconnect alarms. The patient also reported six batteries were "not working and beeping low battery" when fully-charged batteries were connected to the controller. Power switching was suspected. The six batteries had previously received power source lubrication servicing. The six batteries were exchanged and the controller remains in use. No patient complications have been reported as a result of this event.